Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. One each of the following 6f angio-seal evolution components were received for evaluation: hemostasis sheath and carrier tube assembly. The pouch/temperature indicator was also returned. A blood-like substance was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. The gearbox assembly had been moved to the "out of park" position. The compaction marker was partially exposed. A 0.75" of carrier tube exited the sheath. A 3" of compaction tube exited from sheath. The compaction tube was severely bent in a l shaped curve at 2.2" from distal end. The intact suture loop, compacted collagen fragment, and knot were in direct contact with the compaction tube distal end. The anchor was not attached. The overall device condition was consistent with partial deployment. The suture knot location, detached anchor, and compaction marker exposure suggested an over tightened suture as described in the instructions for use. No other visual anomalies were noted. Functional testing revealed the handle halves were separated and the gearbox assembly visually inspected. More than three full turns of suture remained on the spool. The suture was secured at the spool, properly routed through the gearbox, and threaded through the rack; no visual anomalies were noted. The gears were rotated in both directions; however, compaction tube movement did not follow the rack consistent with detachment from the rack. No other functional anomalies were noted. The collagen was visually inspected under microscope and the integrity of the suture loop was confirmed. The root cause of the incident is likely to be over tightened suture. Visual, dimensional and functional testing results could not confirm the complaint. The compacted collagen is consistent with an over tightened suture loop according to the IFU. The DHR was reviewed and no manufacturing issues were found in the devices released to inventory which may have led to this failure mode. Trend analysis was done on part and lot combination and no similar issues were previously found. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. Based on the additional information received, this event is being reported as an adverse event which required intervention. Adverse event has been selected, required intervention to prevent permanent impairment/damage (devices) has been selected. Serious injury.

Event description:
Additional information received on may 8, 2017. Anchor and plug pulled out. Nothing was left in the patient. Manual compression applied. Additional information received on may 9, 2017. The entire device came out.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. See MDR 2243441-2017-00015 for the second device reported. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported withdrawal difficulty with the involved angio-seal evolution device. The following information was provided by the user facility: resistance was reported when drawing back on the angio-seal evolution; the customer reported that lately that they are feeling more resistance; on one occasion, the entire device, plug and anchor came out; the closure failed; and the patient was reported to be ok.